Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced malaise and dizziness, leading to a fall on (B)(6) 2016. The patient had struck his head but denied losing consciousness. The patient was brought to the local hospital via emergency medical services where a computerized tomography scan was negative for head bleed. The patient also reported experiencing dark stools around the time of the fall. The patient¿s hemoglobin was 4.9 with and inr of 8.2. The patient was transferred to the implanting center and transfused with 4 units of red blood cells and 4 units of fresh frozen plasma, and was given vitamin k. The patient was hemodynamically stable. A gastrointestinal work-up confirmed a single non-bleeding angiodysplastic lesion in the stomach, and was treated with thermal therapy. An arteriovenous malformation (avm) was also treated. It was reported that the bleeding resolved on (B)(6) 2016.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.